Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection confirmed the complaint. The customer received an l-70 disposable instead of an l-370 disposable which is the correct accessory for a hotline3. Root cause was attributed to wrong information provided by customer service. A device history report (DHR) review could not be completed, the DHR is housed at the supplier. The product was returned to the supplier for investigation.

Event description:
It was reported that customer service provided the incorrect part number for a hotline 3 fluid warmer. No patient was involved. The customer was from a veterinary clinic.

Manufacturer narrative:
Lot number, expiration date and device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.